Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported that the patient received an implant in (B)(6) of 2008 and experienced unknown symptoms. A revision surgery is scheduled for (B)(6) 2012. Assuming implant date as (B)(6) 2008.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. A clinical event cannot be ascertained from the information provided, as the patient has not been revised. The date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. We will submit an updated report will be submitted once additional information is received. (B)(4).